Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported shaft detachment appears to be related to circumstances of the procedure, as it is likely that inadvertent mishandling of the device caused the reported shaft separation outside of the anatomy prior to use. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after removing the 3.0x23 mm multi-link stent delivery system (sds) from the coil without resistance, the physician was holding the sds in one hand then bumped the hub of the sds with his other hand causing the shaft of the sds to separate in two pieces. This device was not used in the patient. Another device was used to complete the procedure. No additional information was provided.